Event description:
Cardiologist ordered 6mm balloon catheter. Outside package and balloon were labeled as 6mm; however, the card attached to the catheter inside the sterile packaging says 7 mm. If this had not been noticed by md, could have adversely affected the patient. Card I used for determining pressure limits for balloon. Balloon also ruptured inside patient at pressure of 13. Md stated this can happen, but is also a concern. There was no injury or effect ot the patient.